Manufacturer narrative:
Investigation results: upon receipt at our post market quality assurance laboratory, this coyote es device was examined. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon ruptured along the proximal marker band area. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as unable to exclude device problem.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified artery below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified artery below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.